Manufacturer narrative:
This report for sn (B)(6) was prepared by error. Please disregard this report. The right lead under complaint is (B)(4). A new report has been created for the correct lead and this one will be closed.

Event description:
Right ventricular lead dislodgment. During the lead replacement, noise was detected in ventricular channel leading to the device replacement. Should additional information be received, this file will be updated.